Event description:
A (B)(6) female who suffered an anaphylactic reaction to anesthesia coded and was resuscitated, but only one small piv line was obtainable. The patient was taken to cath lab and placed on a balloon pump but still unstable on arrival in ICU. At about 1730 a 45 mm ez-ic catheter was placed to her proximal tibia (unk side) to infuse levophed and sodium bicarbonate. Maintenance fluids were also infused but unk rate and amount. The nurse that placed the needle set reported placement felt secure, flushed well, and the vasopressors given via the io catheter were immediately effective in increasing her blood pressure. The io catheter was removed early the next morning at 0300 and swelling of the leg was observed. On unk date/time after diagnosis of compartment syndrome the patient was treated with fasciotomies for compartment release. She has been released and is progressing with out-patient wound care.

Manufacturer narrative:
Extravasation is a known complication of vascular access and if it occurs in the tibia compartment syndrome may result. In this case additional surgery had to be performed to prevent permanent impairment/damage. There was no product defect identified or implied.